Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the drill bit was retracted from the lcp drill sleeve after normal drilling of the bone. Reportedly the drill bit is stuck on the drill sleeve and the tip of the drill bit is bent. There is no broken instrument and no fragments missing. It was reported this occurrence did not cause a significant prolongation of the procedure and it had little if any influence on the outcome of the operation. This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the investigation has shown that the drill bit is stuck in the drill sleeve as complained. We found that the drill bit is strongly bent within the sleeve, but no breakage could be detected. The cutting edges have a slight damage at the forefront, most likely caused by a contact with the flanks of the drill sleeve, before the deformation happened. The relevant dimensions of the device cannot be checked as it is stuck. But as the insertion was possible and as this occurrence happened after drilling we exclude a dimensional deviation. The exact cause of this occurrence cannot be defined. The complaint condition is likely the result of the drill bit becoming slightly bent during drilling and bone material was stuck in the flutes after drilling or that lateral stress was applied during the pull out of the drill bit. All this could lead to an excessive contact between the drill and the sleeve flanks. The manufacturing documents were reviewed. No product fault could be detected.